Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that on (B)(6) 2020, the patient presented with a mid-left anterior descending coronary artery (lad) perforation. A 2.8x16mm graftmaster stent delivery system was advanced, however, failed to cross to the treatment site. Long balloon inflations were performed, successfully sealing the perforation. Per physician, the graftmaster device did not cause or contribute to complications or adverse events. No additional information was provided regarding this issue.